Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The instrument history records of the scope was reviewed and indicated the scope was purchased on march 18, 2018 and has no previous repair history. A visual inspection was performed on the scope's received condition and observed the distal end was broken near the proximal end. As a result, there was a tear in the bending section area exposing metal. The bending section cover was removed to inspect the damage and found the bending section skeleton was broken with no sharp edges. Additionally, the internal elements were still intact. The distal end was further inspected and noted that the bending section cover glue was cracked. A leak test was not performed due to the tear in the bending section cover. Based on the evaluation results, the potential cause of the broken bending section skeleton can be attributed to excessive force and/or stress applied to the bending section area. As a preventive measure, the instruction manual states the following; "do not twist or bend the bending section with your hands. Equipment damage may result." The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. Prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction. Additionally, if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope or endotherapy accessory carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation.

Event description:
The service center was informed that during a procedure, the user facility reported they were unable to straighten the scope. There was no patient injury reported.